Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of med records info it appears that on (B)(6) 2013 the pt's blood pressure dropped and she became unresponsive during her dialysis treatment. Pt recovered but refused treatment to be resumed and was discharged. There is no documentation in the med record that shows a causal relationship between the pt's dialysis treatment or dialysis equipment and the pt's unresponsive episode. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013, dialysis started at 6:37 and was stopped at 8:00. Medical records show that the pt's dialysis was stopped early because her blood pressure dropped and she became non responsive with her eyes open. Pt was administered saline and pt was able to talk and stated she was feeling okay. The needles were pulled and the pressure was held. The pt was discharged stable after refusing treatment to be restarted. Pt was discharged home. The blood pressure at the time of this event was 151/80, her pulse was 81. Blood pressure pre treatment was 149/92, pulse was 96. On (B)(6) 2013: dialysis composition: 2.0k, 2.25 ca, 0.75 mg, 100 dextrose. Sodium (meq/l): 135. Bicarb machine setting (meq/l): 40. Blood volume processed = 81. Bfr = 450. Scheduled time = 3.0.